Event description:
(B)(6) nurse of the hosp reported to our sales rep (B)(4) that he was observing a surgery procedure. During this it was observed that during using the presuader, the holder of the blades at the head of the screw was broken off. There was a delay of 30 min. A replacement was available and the surgery was successfully completed at the end.

Manufacturer narrative:
Method: visual inspection, mfg record review, complaint history analysis and risk assessment. Results: visual inspection: the tab on one side of the screw-head of the returned mantis cannulated polyaxial screw was confirmed to be broken. Mfg record review: no discrepancies noted and all materials and hardness certificates were in order. Complaint history analysis: 18 previous records relating to tulip screw-head tab-breakage during surgery. The investigations into past complaints concluded that the tab breakage was the result of cantilever forces being applied to the mantis reduction blades by the surgeon while using the mantis persuader. Risk assessment: even though there was a 30 minute delay, the surgery was reported to have been successfully completed using a replacement screw. While, it is not known if the screw fragments were safely removed from the pt, it is noted that the tabs are made from biocompatible material. Conclusion: the screws that were associated with past complaints were metallurgically analysed and no material issue was detected. As in this case, the tab breakage is believed to be the result of the screw-head tabs being over-loaded with the mantis persuader.